Event description:
It was reported a patient underwent a right total knee arthroplasty. Subsequently twelve and half (12.5) years later, the patient experienced prosthesis wear, knee pain, swelling, motion restriction, difficulty with ambulation, and difficulty performing simple activities of daily living as well as, tibia loosening with lytic zone around both medial and lateral plate around the tibial stem. As a result, the patient underwent a right knee revision. No medical or surgical interventions were reported. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2024-01378. The reason for the revision reported in this event cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and tibial loosening, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.